Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the PICC has a hole in it. The hole is at the 4cm mark on the proximal end. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The customer returned a 2 lumen catheter for evaluation which showed evidence of use. The catheter body, extension lines, and luer hubs showed evidence of use but no defects or anomalies were observed. After leak testing, the catheter body was examined under magnification. A small slice/hole was observed in the catheter body adjacent to the 50/5 marking. The appearance of the slice was smooth and consistent with contact with a sharp instrument. Residual adhesive material was also identified on the catheter body near the defect indicating tape/dressing had previously been applied to the catheter. The slice in the catheter body was 4.8cm from the juncture hub. The outside diameter (od) of the catheter was measured and was within specification. With the catheter distal tip occluded, water was injected into the catheter luer hubs for both of the extension lines using a lab inventory 10 ml syringe. Leakage was observed in the vicinity of the 50/5 marking on the catheter body when the proximal extension line was pressurized. The location of the leak was consistent with the hole identified during visual inspection. No leakage was observed when testing the distal extension lines. Other remarks: a device history record (DHR) review was performed and no relevant findings were identified. The catheter body product drawing was reviewed as part of this complaint investigation. The IFU for this product directs the user to prepare the catheter for insertion by flushing each lumen. No leaks were reported during catheter preparation. The IFU also cautions not to use scissors to remove dressing in order to reduce the risk of cutting the catheter. It also cautions to check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. It also warns that not to use alcohol or acetone on catheter surface as these chemicals can weaken the structure of polyurethane materials. The report of a hole in the catheter body was confirmed through examination and testing of the returned sample. There was a leak from a slice in the catheter body at 4.8cm from the juncture hub. The appearance of the slice was consistent with contact with a sharp instrument. A DHR review was performed and it did not reveal any manufacturing related issues. Based on the appearance of the leak site and the information provided, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the PICC has a hole in it. The hole is at the 4cm mark on the proximal end. No patient injury or consequence reported.